Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced st segment elevation, poor left anterior descending flow, and had pupils of different sizes. During a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a faradrive sheath was used. After ablation of the left superior pulmonary vein (lspv) and left inferior pulmonary vein (lipv) an st segment elevation was observed in the chest and inferior wall that had been present for eight minutes prior to the ablation deliveries. The procedure was completed with the same equipment. A post procedure angiogram indicated a poor left anterior descending flow, which raised suspicion of a microvascular spasm. The patient's arm where a sedative (dexmedetomidine) had been administered was swollen and confirmed to be due to an allergic reaction. The patient was checked after the procedure and a magnetic resonance imaging (MRI) scan was performed due to the patient having differently sized pupils (anisocoria), which showed no abnormal findings though there was low suspicion of cerebral infarction. The anisocoria was a postoperative finding from cataract surgery, unrelated to procedure complications. The coronary angiogram findings could have indicated air from contamination during a sheath exchange (a non-boston scientific sheath for the faradrive), but this was only suspected circumstantially. The patient fully recovered from the complications. The device is not expected to be returned for analysis.